Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. The lesion was located in the superficial femoral artery. The lesion characteristics are unknown. The physician attempted to advance the 30mm x 4mm maverick2 balloon catheter across the lesion, however, this attempt was unsuccessful. As the maverick2 balloon catheter was removed from the lesion, the distal 26cm of the device detached at the lesion site. The physician successfully snared the detached shaft segment. No device fragments were left inside the patient. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4)device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)